Event description:
It was reported that the patient did not have any improvement in speech discrimination with his vibrant soundbridge. The audiogram was improved, but the speech discrimination was low. The patient was explanted on (B)(6) 2011 and reimplanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.